Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 1627487-2019-12326. It was reported that patient's cervical lead was not functioning and patient lost stimulation. X-rays were taken, which showed that the cervical lead was disconnected from the ipg. Diagnostics indicated high impedance on the cervical lead. As a result, surgical intervention was undertaken, wherein the cervical lead and ipg were explanted and replaced. Effective therapy was restored postoperatively.